Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt was admitted to a local hosp for suspected pump thrombus with a complications of urinary tract infection (uti). It was noted that the pt has refused coumadin for over 1.5 years. No alarms were reported. The pt was on heparin drip and was transitioned back to warfarin. The info provided indicated that the pump parameters have improved and that the hosp feels that the suspected thrombus is resolving. No other info is available at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.